Event description:
I performed an uneventful breast augmentation on this patient on (B)(6) 2020 and used the inplant funnel to insert her implants per the manufacturer's instructions. Starting on pod#11, she had high fevers (>101) with pain in her breasts. Her breasts and breast incisions were unremarkable until pod#13 when her left breast incision developed a pinhole incision that started draining brownish fluid and then her right incision did the same thing shortly after. I took her back to the operating room for washout and implant replacement. I had a similar situation happen to two other patients a week prior and then on 2 of my other breast augmentations done of the same day as this patient. I now strongly believe it's the result of some sort of contamination of the inplant funnel. Two of the other patients have grown out serratia marcescens. FDA safety report ID# (B)(4).